Event description:
It was reported that; the patient experienced infusion set cannula was bent event on (B)(6) 2026 bent cannula led to hyperglycemia treated with insulin pump.

Manufacturer narrative:
Establishment name: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.